Event description:
It was reported that during the implant procedure, the physician was inserting the lead when he noticed that there was a sticker reading "display model not for human use." The lead was not used, and a different lead was used to complete the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.